Manufacturer narrative:
Results- visual inspection of the returned product showed that a piece of a haptic was torn off and missing and there was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found.

Event description:
It was reported that surgeon inserted the mic12.1 implantable collamer lens and the trailing haptic was torn in the injector during insertion. The lens was removed and the back up lens was implanted without pt incident.